Manufacturer narrative:
The reported issue was confirmed. The device did not meet specifications and was influenced by the reported failure. The device was in use on a patient. The instructions for use were found adequate and state the following: indications: the bd sensica¿ urine output system is an automated system for continuous monitoring of urine output (uo) and core bladder temperature when connected to a temperature-sensing foley catheter. Target population: the bd sensica¿ urine output system is intended for bedside monitoring of urine output for any patient with an indwelling, urological catheter, drainage tubing and collection bag, typically in critical care settings or where close monitoring of urine output is desired. The bd sensica¿ urine output system is also intended for monitoring core bladder temperature when used with the bd sensica¿ temperature monitor module and a bd 400 series temperature-sensing foley catheter or equivalent." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sensica device was overreporting urine output by 20ml. Nurse stated that they dumped the meter at the top of the hour and checked the urine output as the hour progressed. The sensica device ended up stabilizing at 20ml urine output higher than what was displayed in the metered bag. Clinician used the calculator to subtract 20 ml from the bag volume in order to remove the viewed offset value. Mss pulled device logs in order to investigate and requested that this unit be sent back to service for evaluation. During the capturing of the device logs the nurse pressed the "copy log files" button twice and the system froze, then crashed and rebooted. The system booted back up into the current patient case, but after resuming the patient case the device was now underreporting urine output by 20ml.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the sensica device was overreporting urine output by 20ml. Nurse stated that they dumped the meter at the top of the hour and checked the urine output as the hour progressed. The sensica device ended up stabilizing at 20ml urine output higher than what was displayed in the metered bag. Clinician used the calculator to subtract 20 ml from the bag volume in order to remove the viewed offset value. Mss pulled device logs in order to investigate and requested that this unit be sent back to service for evaluation. During the capturing of the device logs the nurse pressed the "copy log files" button twice and the system froze, then crashed and rebooted. The system booted back up into the current patient case, but after resuming the patient case the device was now underreporting urine output by 20ml.